Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported an a1059 mayfield modified skull clamp slipped while it was in use which resulted in the patient being lacerated on (B)(6) 2018. No surgery delay was reported. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The DHR review reveals that the device exceeds the expected life of 7 years. The complaint reported was not confirmed.

Event description:
N/a.